Manufacturer narrative:
Reported event of bands failed to deploy. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal vein ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands could not be released and bleeding occurred. It was noticed that the proximal band was stuck with the distal band. There was no intervention performed subsequent to the bleeding. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.